Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that noise was observed on leads during an implant procedure, and it was suspected to be due to the analyzer. Another analyzer was used and the problem was resolved. The first analyzer was sent in for repair. No patient complications have been reported as a result of this event.